Event description:
Additional information received noting that there was no known trauma that occurred.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient underwent a battery replacement due to battery depletion and high impedance. High impedance was first observed once the new generator was connected to the leads. The explanted generator's battery was fully depleted. The high impedance did not resolve so it was assessed to be due to a lead issue so the patient has since been referred for a lead revision. No known lead revision has occurred to date. No other relevant information has been received to date.